Event description:
During routine testing of the device at the service center, the service technician reported that the rear cover housing was broken off on the printer cover rail. Since this event occurred during routine testing, there was no patient involvement during event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.